Event description:
It was reported that the patient pulse generator and the right ventricular (rv) lead were explanted and replaced due to an unknown reason. Patient status was not provided.

Manufacturer narrative:
The reported event of insufficient information was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection of the header and connector did not find any contamination or foreign material. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.